Event description:
On (B)(6) 2012 customer reported a fluid leak under the instrument of the lh750 analytical station. Customer could not locate the source of the leak. Earlier in the day the customer had reported a similar leak under the instrument, that was fixed by a field service engineer (fse), which was caused by a disconnected tubing through pinch valve 111 (see mdr1061932-2012-00842). After the fse had left the site, customer called back later in the day and reported that the instrument was leaking again. No injuries were reported and no erroneous patient results were generated. Fse inspected the instrument and found that the tubing through pinch valve 111 (pv111) had become disconnected again. Fse reattached the tubing and there was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications. No further leaks have been reported to date.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).